Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, the patient recovered from peritonitis, cloudy effluent and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.